Manufacturer narrative:
Product event summary: the full lead was returned, analyzed an no anomalies were found. The analyst indicated that the distal lv (low voltage) electrode of the lead was covered in blood. The analyst also noted that helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had placement difficulty. It was also noted that the helix would not deploy in or out of the patient. The lead was attempted but not used and an alternative lead was placed. No patient complications have been reported as a result of this event.